Event description:
It was reported that the usb cable was bent and would no longer work to charge the pump. Replacement cable was sent to the customer. Customer's blood glucose was 90 mg/dl.

Manufacturer narrative:
Device not returned.